Event description:
Machine will not give accurate results. Will not give any positive results. Every time we have used the bd veritor machine to test for covid19, it has came back negative. Tests were also done/verified via pcr lab testing and came back positive. FDA safety report ID # (B)(4).